Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular leads had apparent exit block and the clinician was unable to program output to cover the high threshold. The leads are programmed off. No patient complications were reported as a result of this event.